Event description:
During an open heart surgery, it was reported that the device failed to discharge defibrillation energy via the internal paddles. The users immediately retrieved/connected a second set of internal paddles on hand and successfully delivered defibrillation therapy to the pt. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). The facility tested the internal paddles following the event and was unable to duplicate the reported problem. The internal paddles successfully discharged a 10j and 30j shocks into an analyzer. However, there was some fading of the coating and metal exposure noted on some areas of the electrodes. In addition, the internal electrode cable had several sharp angled bends and the coating had bulging underneath the coating in some area. Physio-control provided the customer technical assistance, the recommended sterilization guidelines and replacement internal handles and paddles part number info. A conclusive cause of the reported issue could not be determined.